Event description:
The customer reported that the device failed to power up. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. No adverse pt impact was reported. The device was evaluated by philips field service engineer. The symptom was verified. The control and power pcas were replaced to resolve the issue. Since multiple parts were replaced, we cannot determine the exact cause of the malfunction.